Event description:
A medtronic ent rep reported that after he loaded an exam on the sys they were unable to proceed in landmarx application. He could not click on verified, any of the tasks, or exit, but was able to highlight different exams and scroll through the images. Using the command ctrl-alt-backspace, he was able to go to the application page. A medtronic technical svs rep walked them through troubleshooting, however, the issue persisted when using both the mouse and the touchscreen. The surgeon opted to continue the surgery without the landmarx. There was no impact on the pt outcome.

Manufacturer narrative:
Device manufacture date not available at time of this report. RMA issued to replace mouse kit, new kit shipped (B)(4) 2011. Software investigation finds that when connected to known good sys it was found that the right and middle buttons were stuck. The left button functioned normally. The tracking of the mouse was also normal. Computer replaced. After replacing the computer and mouse the sys is functioning properly.